Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The device was post-paced t-wave oversensing. Programming changes were recommended. Oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.